Manufacturer narrative:
An event of patient death 1 day post amulet implant procedure was reported. Information from the field indicated that the 22 mm amplatzer amulet device was mis-sized and upsized to a 25 mm amplatzer amulet. Based on cine review performed at abbott, it appeared that the patient had multiple deployments and recaptures which included multiple tug-tests; apparently, the device was upsized to 25 mm as a 22 mm device could not be adequately anchored. The 25 mm amulet device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Considering the proximity of the laa landing zone to an enlarged pulmonary artery, it is conceivable that there may have been an injury to the pulmonary artery, however this cannot be proved based on the information provided. An injury to the pulmonary artery has the potential to result in rapid bleeding with hemodynamic decompensation leading to a fatality while the patient was sleeping at home. Based on the information received and medical review, the exact cause for the reported patient death could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet was selected for implant. This device was mis-sized and upsized to a 25mm amplatzer amulet, which was implanted using a 14f amplatzer steerable delivery sheath. Prior to procedure, the patient was reported to be in stable condition. Post-implant transthoracic echocardiogram (tte) was performed prior to discharge with no findings. The patient was discharged home, had dinner, watched a movie, then went to bed. At approximately 2am, the patient awoke with neck pain, by the time tea was made, the patient reported feeling better and went back to sleep. In the morning, the patient was found to have passed. No autopsy is planned.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.